Event description:
It was reported that the patient developed endocarditis. The patient received antibiotic therapy and the implantable pulse generator (ipg) and two leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2006; p1501dr, implantable pulse generator, (B)(6) 2006. (B)(4).